Event description:
Received mw5066838 from FDA. Drive is the initial importer/initial distributor of the device which is a private label item for (B)(4). Patient placed hands around seat frame of wheelchair to steady himself as he sat down in the wheelchair. When his weight came down on the seat, the seat dropped approximately 1/2 to 1 inch allegedly pinching his fingers under the wheelchair seat. He automatically pulled his hand from the trapped position when the fifth digit, on the palm side of hand, was lacerated on an exposed screw. This screw was used to secure the seat fabric to the seat frame. The seat is on a sliding mechanism which allows the wheelchair to be folded for storage. When the chair was opened, the sliding mechanism did not slide to the full down position which allowed the wheelchair seat to drop when the patient sat on the seat. There is no report of any product defect or malfunction.